Event description:
The pt rec'd his scs system on (B)(6) 2008. It was reported that he felt a burning sensation at his ipg site. The ipg was explanted and replaced on an unk date. The explanted ipg was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.